Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that the patient had not used the patient programmer because the 'paddle' had moved and was just repositioned three weeks prior to the report. 'Paddle' likely referred to the lead. It was reported that the status of the device had been checked by a manufacturer representative. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).